Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent (two times). The cause of the events was not reported. It was reported the patient was ¿sent¿ to the hospital; however, it was not reported if the patient was hospitalized for the events. Treatment was not reported. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.